Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted. Device was monitored for and no blank display anomalies noted. Power connector plug in and locked in place properly. The motor was tested outside of device and passed. The received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and insulin pump did not rewind. Insulin pump did not turned on. Customer¿s blood glucose level was 365 mg/dl. Customer reported that they had manual injection as a backup plan. Customer reported that they did not received failed battery alarm. Customer reported that contacts on the battery cap was neither missing nor damaged. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.